Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of external interference were noted on the atrial and ventricular channels. The patient is stable. No further information is available.